Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The left ventricular lead had been deactivated some time in the past due to an unknown issue. During replacement of the three chamber device, the threshold was over 5v. The lead was capped and a two-chamber device was implanted. During the procedure, there was no indication of lead damage. The patient was stable during and after the procedure. No additional information was available.